Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 36 mg/dl and 71 mg/dl within 10 minutes on the inform system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Event description:
On (B)(6) 2010, the patient was implanted with a scs system. On (B)(6) 2010, it was reported that the patient had fallen and lost stimulation. The amplitude was increased and the pt was still unable to feel the stimulation. An x-ray was taken and revealed that the lead migrated. An anchor was not used. On (B)(6) 2010, it was reported that the patient's lead was replaced. The patient is currently receiving satisfactory stimulation.